Event description:
The customer reported that image disappearance occurred with the endoeye flex deflectable videoscope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the video connector and case were cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to identified; however, the event most likely occurred due to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.